Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis, stroke, bleeding, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions such as hypertension can result in low flow. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. This section also states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The report of suspected thrombus could not be confirmed through this evaluation. Review of the submitted log files confirmed low flow alarms. Although a specific cause for the alarms could not conclusively be determined through this evaluation, the account later communicated that they were possibly related to an ingested thrombus. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ischemic stroke that transitioned to a hemorrhagic stroke and the patient's outcome could not be conclusively determined through this evaluation. The submitted system controller event log file contained approximately 5 hours of data on (B)(6) 2021. The file captured transient low flow alarms. Of note, elevated pulsatility index (pi) values were captured during the low flow events. Additional low flow alarms were also observed on (B)(6) 2021 and (B)(6) 2021 in the submitted system controller periodic log file. No other notable alarms were captured, and the device appeared to have operated as intended at the set speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ischemic stroke the patient had suffered from on (B)(6) 2021 transitioned into a hemorrhagic stroke on (B)(6) 2021. The patient was not on coumadin at the time, and they passed away on (B)(6) 2021.

Manufacturer narrative:
Previous admission with low flow alarms reported in manufacturer report number 2916596-2021-01540. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to their international normalized ratio (inr) being greater than 27.6, they were treated with vitamin k and fresh frozen plasma (ffp). The patient was having intermittent low flow alarms and was described as being less responsive. The patient is known to have breast cancer with metastasis to the bone and takes a large amount of pain medication. The patient was intubated at bedside and taken for a computed tomography (CT) scan. The CT revealed that the patient had a focal intraluminal thrombus within the distal intracranial left internal carotid artery. The lumen did not appear to be entirely occluded, however there was an overall diminished flow to the left middle cerebral artery distribution in comparison to the right. Linear changes associated with the cavernous segment of the right internal carotid artery could reflect intraluminal thrombus or less likely dissection. There were abnormal rapid findings with suggested penumbra of 125 ml. Previous admission with low flow alarms on (B)(6) 2021 prompted a left ventricle angiography which showed that the outflow cannula was open with no malformation. The patient's cancer treatments were known to cause coagulopathy. The patient did not have any residual symptoms from the stroke and would be put back on warfarin with close outpatient monitoring. Further review of the log files showed low flow events on both (B)(6) 2021, occurring at times when pi is elevated. The low flow alarms were likely caused from the ingested thrombus which then caused the stroke. Following the stroke the neurologist recommended that the patient's blood pressure be kept elevated, resulting in the patient having fewer low flow alarms. It was likely that the patient would be discharged soon. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events.